Event description:
It was reported that the ventilator's flow was not smooth during use on the patient. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the cleaning of expiratory cassette membrane solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. An evaluation of the received device's logs was performed. A successful pre-use check was performed on 15th october, 2024. However, the device was turned off on 16th october and ventilation was restarted on 18th october without performing pre-use check. Since october 18, the logs have shown clinical alarms as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. These alarms indicate a leakage in the system. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The root cause has not been determined.